Event description:
The customer reports that during an unknown procedure, the cartridge is not holding. A new one was used to complete the procedure. There was no patient consequence. The cartridge will be returned.

Manufacturer narrative:
(B)(4). The analysis results found that one 6r45m reload was received in good visual condition and unfired. The returned reload was tested for functionality with a test ats45 device and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.